Manufacturer narrative:
Upn- search, device lot number, device lot number, device avail. For eval, returned to MFR. On, device returned to MFR, device evaluated by MFR, eval summary attached, device manufactured date, method codes, result codes, conclusion codes updated. Device evaluated by MFR: stent delivery system (sds) was not returned for analysis therefore the catheter serial/batch number cannot be identified. A visual examination of the stent found that the stent was severely damaged and deformed the whole length and it was returned stuck on a 0.014¿ guidewire and the guidewire was unravelling at the end with the stent stuck on it. The maximum stent profile at the time of manufacture for all devices including the returned device were reviewed and measured. This verifies that all of the devices shipped from this batch including the returned device were within maximum crimped stent profile measurement. The sds was not returned for analysis therefore reviews for individual assessment of the catheter could not be performed. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.25 x 12 synergy¿ drug-eluting stent was advanced to treat the lesion. However, when the device was removed, it was noted that the stent was disfigured on the balloon. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.25 x 12 synergy¿ drug-eluting stent was advanced to treat the lesion. However, when the device was removed, it was noted that the stent was disfigured on the balloon. No patient complications were reported and the patient's status was stable.